Manufacturer narrative:
After installation battery, blank display anomaly noted. However, unit received with audio/beep/vibrate and missing segment/partial display due to cracked/bleeding lcd glass confirmed. Unable to perform displacement test, active current test, sleep current test and self test due to missing segment/partial display anomaly. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir not locks in place properly due to retainer ring detached. Unit had scratched case, stained keypad overlay, cracked keypad overlay, missing o-ring (reservoir tube), label damage. In conclusion, blank display not confirmed. Unit received with audio/beep/vibrate and missing segment/partial display due to cracked/bleeding lcd glass confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, blank display, vibrate anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-342g. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported physical damage (scratch) on the pump. Pump is functioning as designed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-7040a. No product return is required for mmt-342g.